Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle experienced blood splatter/leakage or other sample leakage from the device, other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated: there was "leakage of blood at the level of the flash chamber."

Manufacturer narrative:
H6: investigation summary: bd received 5 samples for investigation. The 5 returned samples and 10 retained samples were taken and each used to draw eight bd vacutainer tubes with horse blood. The blood was drawn from an elevated reservoir to simulate venous pressure. In none of the 15 cases, did leakage occur, and all the non-patient sleeves remained intact throughout. Based on a review of the device history record for the possible lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. It was reported the lot number is unknown; however, the event may have occurred with one of the following lots numbers: 0267582, 0238445, 0079556. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle experienced blood splatter/leakage or other sample leakage from the device, other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated: there was "leakage of blood at the level of the flash chamber."